Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. (B)(6).

Event description:
Information was received based on review of a journal article titled, "isokinetic performance of hip muscles after revision total hip arthroplasty via previous anterolateral approach" which aimed to evaluate the recovery of hip muscle strength after revision total hip arthroplasty using the anterolateral approach and evaluate the clinical and radiographic outcomes of the patients. This study consisted of thirty (30) patients planning to undergo revision total hip arthroplasty due to aseptic loosening. Two patients were excluded after revision due to infection and dislocation. Four patients were excluded because they could not tolerate the isokinetic testing. In conclusion, the study showed that the same anterolateral approach used in the previous primary total hip arthroplasty preserved the hip muscle strength after revision total hip arthroplasty in aseptic cases with acceptable functional and clinical results.

Manufacturer narrative:
(B)(4). This report is being submitted late as it has been identified in remediation. This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There has been no further information provided and the patient outcome is unknown